Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve was placed under evaluation for re-intervention after an implant duration of eight (8) years, three (3) months due to unknown reasons.

Event description:
It was reported that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of eight (8) years, three (3) months due to regurgitation. The patient initially presented with congestive heart failure. The explanted valve was replaced with a 21mm non-edwards surgical valve. The patient was placed on ECMO and then transferred to another facility. The patient was noted to have died on pod #(B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Attempts to retrieve additional information for were unsuccessful. The cause of the event cannot be determined.